Event description:
Mon states that ms3 pump sn #(B)(4), mnt due date (B)(6) 2018, kept beeping blockage, site was changed and still beeped blockage, and then alarmed low battery, but then showed full battery after being turned on and off without the battery being changed. No other info provided. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.